Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast reconstruction with a mentor smooth round spectrum 475cc saline prosthesis and experienced spontaneous left sided deflation post procedure. As a result, the device replacement with a natrelle prosthesis was performed on (B)(6) 2018.